Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 1627487-2021-18636. It was reported that an x-ray was taken and lead migration issue was confirmed. Patient denies any traumas or falls. Both leads were explanted, and new leads were implanted. Effective stimulation was established post procedure. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
Date of the event is estimated.